Manufacturer narrative:
(B)(4). Insulin pump was received with a cracked case (battery tube), cracked battery tube threads, broken reservoir tube lip, missing retainer and missing reservoir tube o ring. Insulin pump p-cap test reservoir does not lock in place properly and unable to perform the displacement test due to the missing retainer and broken reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the retainer ring and reservoir compartment was damaged. The reservoir was not able to lock in place. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.